Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the probable cause of the reported event was most likely attributable to damage to the image sensor unit due to external stress. However, a definitive root cause cannot be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope exhibited no image. There were no reports of patient harm.